Event description:
It was reported that when the ventilator was connected to a pt, three technical error codes indicating disabled valves, pt category mismatch and internal memory error were generated. The ventilator switched from adult to pediatric category.